Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The device was tested and it was found that the device ran in reverse when set to forward and ran in forward when set to reverse. It was further observed that the device would not run. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper assembly/manufacture. It was determined that the wires on the electronic control unit were crossed due to improper assembly. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during unpacking the battery reamer/drill device, it was discovered that the device did not function properly. According to the report, the reverse and forward options were backwards. During in-house engineering evaluation, it was observed that the device would not run. This event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.